Manufacturer narrative:
(B)(4). Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed. No significant deformations or damage was detected during the visual inspection. Permeability test- the test has shown that the valve has a blockage. Adjustment test - the valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results - after the tests, we have dismantled the valve. Inside the valve we have found a slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion. This is likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the valve is blocked. File entered with limited information. Delivered with the return kit inside an unknown liquid. Height (cm): 91.